Event description:
It was reported that when the device was used during a sigmoid resection procedure, there was an incomplete staple line. The case was completed with a like device and there was no pt consequence.